Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and rejecting the new batteries. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 256 mg/dl. The customer was treated with insulin drip. Customer declined further troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr; unomed set.